Event description:
Customer reported that the device was revised since it stopped working after implantation.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the balance was offscale and could not be adjusted. Sensor wires not reading. Multiple kinks along catheter body. No testing was possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer. No further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of th investigation a follow up report will be filed.